Event description:
Approximately five to ten minutes into dialysis treatment, the patient reported experiencing back pain which continued for five minutes. The dialysis process was interrupted and the patient was taken off the involved dialyzer. Treatment was re-initiated with a different type dialyzer and no further complications were reported. The involved dialyzer was discarded. Reported blood loss due to changing out the dialyzer was estimated at 250 ml.